Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed bruising from the electrodes. Patient reported when she when moves the sensors her skin pulls off. Patient reported having contact skin dermatitis for years. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the irritation has not improved. Patient declined further follow up from the distributor.